Event description:
Technician alleged that the siderail could not latch. No pt impact.

Manufacturer narrative:
The technician replaced the missing siderail lower pivot block, bolt and roller guide to resolve the issue.